Event description:
As reported by our edwards lifesciences affiliate in japan, during a transcarotid transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, an angiography performed following valve deployment revealed a localized dissection on the distal (cranial) side of the carotid artery. The procedure was conducted via a left carotid approach using surgical cutdown. Due to the narrow vessel diameter, the 14fr esheath+ was inserted with slight traction on the artery, which resulted in more resistance than normal. Multiple intimal fixation maneuvers were performed, and the access site was subsequently closed. The patient exited the operating room without further complications.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint about the difficulty introducing the esheath+ that resulted in a patient injury requiring an intervention to treat has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, no calcification was present in the access vasculature and "mild" tortuosity was present with no steep insertion angle reportedly used. The available information suggests patient factors (undersized vessels) likely contributed to the event as it was reported that "due to the narrow vessel diameter, the 14fr esheath+ was inserted with slight traction on the artery, which resulted in more resistance than usual." The minimum luminal diameter (mld) was reported as 5.4 mm, which is less than the mld required for use of the 14f esheath+ (greater than or equal to 5.5 mm). Undersized vessels can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.